Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that " I was cutting some shrubs in my yard. What I noticed when I came back in, but after I came back in, it felt like a part of the pacemaker was protruding and more visible than it was before that, I can feel like a knobby thing, like a clicker of a ballpoint pen. I can feel this ". The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.